Event description:
It was reported that 3 months after having a stent placed for treatment, the pt went back to hospital with recurrent dysphagia. When the physician performed an upper endoscopy, he found a total disruption of the mesh, right at the proximal middle segment of the stent. A second covered stent has been implanted.